Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing of premature ventricular contractions (pvc). The device remains in use, however, reprogramming options were discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).